Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed. A root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting and clearing the alarm. The hp stated that they would end therapy for the night and call nurse in the morning. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the nurse, it was revealed that the alarm was caused by a hole in the bag though it could not be visibly confirmed. No patient injury or medical intervention was reported.